Event description:
It was reported that when the balloon was inflated with contrast agent, it ruptured at 7 atmospheres resulting in bleeding of the middle cerebral artery (mca). The procedure was terminated. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the catheter was full of blood, the balloon was found to be ruptured on its proximal side and the catheter proximal shaft was slightly compressed. A guidewire was advanced through the catheter proximal end and resistance was encountered. During functional evaluation the balloon leaked on its proximal end and it could not be inflated. The friction experienced during guidewire advancement is likely due to the observed damages and the blood probably was due to the reported rupture. Information available indicated that the device was confirmed to be in good condition after unpacking and preparation. It is possible that the observed compressions on the catheter occurred from shipping/transportation to the manufacturing site as this was not mentioned in the initial event. The patient hemorrhage is a known risk associated with endovascular procedures and is noted in the device directions for use (dfu). There are potential causes for the reported balloon ruptured; however, additional information is not available. Therefore based on the information available, the root cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that when the balloon was inflated with contrast agent, it ruptured at 7 atmospheres resulting in bleeding of the middle cerebral artery (mca). The procedure was terminated. No additional information is available.

Manufacturer narrative:
Subject device is not available